Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Current manufacturing controls in place to prevent this failure include: design verification-flow rate testing design verification - flow path distribution verification design verification-heat transfer testing design verification ¿ simulated use testing (B)(4). The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting an alarm 113 (unstable water temperature alarm). They had also received an alarm 02 (low flow) in an arctic sun device. The patient was supposed to be controlling at 36.5c but the patient's temperature has dropped to 34.3c. Confirmed water temperature (wt) was 29.7c and water flow rate (wfr) was 0.5 l/min. Patient has been on the device for about 4 days; they have about 3 hours of therapy remaining. Explained flow rate and heater correlation. Nurse straightened out pad tubing and checked for kinks. Nurse thought a section on one of the tubing was flattened out, tried to unflatten it and water flow rate (wfr) was 0.6 l/min. Had nurse stop, empty pads, and disconnect. Straightened any independent loops, tried fixing any kinks, reconnected with proper technique. After a few minutes water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, and heater command (hc) was 19 percentage. Explained with a flow rate of 0.6 l/min, the heater could function some but not fully. It might help warm the water, but it might not be enough to warm the patient to target. Nurse had a second nurse check the pad tubing, both confirmed the section of tubing was flat and would not unflatten even when they try to squeeze it back. Informed nurse to recommend changing out the pad, however this was entirely up to them if they have 3 hours remaining. Discussed counter warming such as warm blankets, bair hugger, or radiant heater. Suggested nurse check with the provider to confirm how they would like to proceed. Per providers order, they would use the radiant warmer to manually rewarm the patient slowly. They did not want to change the pad at this time but would leave it on for now. Nurse would call back with any issues. Per follow up information received via task on 16may2025, spoke with nurse who stated the flow rate continued to drop and the device was unable to make warm water. Since there were only a couple hours left for treatment, the doctor ordered the patient removed from the device and continue monitoring temperature on their external monitors. The pad line looked like it had been pinched and thought it might have been pinched in the bed at one point while they had been moving the patient for outside procedures. The pad had been disposed of.

Event description:
It was reported that the nurse was getting an alarm 113 (unstable water temperature alarm). They had also received an alarm 02 (low flow) in an arctic sun device. The patient was supposed to be controlling at 36.5c but the patient's temperature has dropped to 34.3c. Confirmed water temperature (wt) was 29.7c and water flow rate (wfr) was 0.5 l/min. Patient has been on the device for about 4 days, they have about 3 hours of therapy remaining. Explained flow rate and heater correlation. Nurse straightened out pad tubing and checked for kinks. Nurse thought a section on one of the tubing was flattened out, tried to unflatten it and water flow rate (wfr) was 0.6 l/min. Had nurse stop, empty pads, and disconnect. Straightened any independent loops, tried fixing any kinks, reconnected with proper technique. After a few minutes water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, and heater command (hc) was 19 percentage. Explained with a flow rate of 0.6 l/min, the heater could function some but not fully. It might help warm the water, but it might not be enough to warm the patient to target. Nurse had a second nurse check the pad tubing, both confirmed the section of tubing was flat and would not unflatten even when they try to squeeze it back. Informed nurse to recommend changing out the pad, however this was entirely up to them if they have 3 hours remaining. Discussed counter warming such as warm blankets, bair hugger, or radiant heater. Suggested nurse check with the provider to confirm how they would like to proceed. Per providers order, they would use the radiant warmer to manually rewarm the patient slowly. They did not want to change the pad at this time but would leave it on for now. Nurse would call back with any issues.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.